Event description:
Additional information received - the facility reported the lens was not implanted.

Event description:
The reporter indicated a cc4204a collamer aspheric single piece lens tore, possibly in the injector. The reporter indicated it was unknown if there was any patient contact but there was no adverse patient outcome and another lens was used.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No consequences or impact to patient. Lens (iol), torn, split, cracked. Lens damaged in delivery system. Device evaluated by manufacturer? No. Lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: no conclusion can be drawn. Based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).